Event description:
It was reported that the ventilator's support arm was found defective. No more information provided due to cancellation the service visit by customer. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's support arm was found defective. Identification of issue has been done by analyzing problem description and communication with field service technician (fse). Based on the information collected to date, the provided problem description and information provided by the technician, it has been clarified support arm has been defective. Information about which exact part of the support arm has been defective was not obtained. The service call has been cancelled, therefore no on-site investigation has been performed. The issue was decided to be reported as if support arm will be broken, it may lead to stop of ventilation (extubation) or injury. The root cause to the reported issue has not been determined. The correction of fields #h6 adverse event problem and evaluation code - health effect ¿ impact codes #h8 usage of the device was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact: 2199. Corrected health effect ¿ impact code: insufficient information: 4648. Previous usage of device: unknown. Corrected usage of device: reuse. H3 other text : 4117.